Event description:
Customer's father reported that the customer experienced a blood glucose level of 46 mg/dl the night before the call and over 500mg/dl shortly before the call. Caller reported that the low blood glucose level was treated with glucose tabs and the high glucose level was treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).